Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of hi results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 130-145 mg/dl fasting. Verified the strips expired 11/13/2018. Customer confirms the strips have been properly stored and were first opened in (B)(6) 2015. Customer performed a back to back blood test and obtained 159mg/dl and 142mg/dl not fasting. Reviewed meter memory: (B)(6). The customer is concerned with 574, 519, hi and 517 in the meter's memory. The customer states she obtained the results over 500mg/dl she felt symptoms of blurry vision and she could not walk: customer did not seek medical attention then. She takes insulin to manage her diabetes. The customer's time on the meter is incorrect. The customer takes insulin to manage her diabetes. She has cut back on her food intake.